Event description:
It was reported that following an implant procedure, the patient experienced swelling and an infection at the epidural lead incision site. The physician flushed the patients wound. The lead remains implanted in the patient.